Event description:
The physician using an omni device, reported that the catheter kinked and broke-off while retracting the device. The broken off part of the catheter was retrieved using a micro forceps and the procedure was completed without further incident.